Event description:
This case was reported by a consumer (son of pt) and described the occurrence of anemia in a (B)(6) male pt who received super poligrip original denture adhesive cream (formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced anemia, numbness of fingertips and balance difficulty. The rptr indicated that these were the symptoms due to too much zinc. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).